Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving an alert. Upon interrogation, the lead ventricular lead exhibited high impedance and several episodes of noise. The patient was in good condition. No intervention was reported.